Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04055 / 04056). PMA 510(k): - this product is manufactured by zimmer biomet in (B)(4), in and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k090757.

Event description:
It was reported that patient underwent a hip revision surgery approximately 4 years post-implantation due fracture of metaphyseal component of the modular stem.

Manufacturer narrative:
Concomitant medical products: 22-301331 arcos con sz a hi 70mm ha 915820, 166069 arcos distal screw ti 5x45mm 1829580, 166070 arcos distal screw ti 5x50mm 1829586. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products confirms the damages and fracture of the implant. X-ray review indicates that the stem on the proximal side of the fracture does not have fixation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.